Manufacturer narrative:
(B)(4). Investigation evaluation: three (3) products were returned, one (1) was opened and used. The two (2) other devices were returned in sealed boxes. A product evaluation was performed on the devices returned. Videos were provided and reviewed to aid the investigation. An evaluation of the videos provided confirmed the report on trigger cord entrapment. The video showed suction of the varix and trigger cord entrapment resulting in deployment of more than one (1) band on the varix. Device 1: our laboratory evaluation of the product said to be involved confirmed the report. A portion of the trigger cord was wound on the two-way handle and another portion with one (1) black band entangled in the legs was returned in the plastic tray. The barrel, loading catheter, irrigation adapter and five (5) bands were not included in the return. The handle was returned in the firing position. A complete functional test could not be performed due to the condition of the returned device. The trigger cord appears to have been cut in one location approximately 119.5 cm from the distal end. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The two portions of the trigger cord were put together and the length of the trigger cord was measured within tolerance. No portion of the trigger cord was missing. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 2: our laboratory evaluation of the returned unused product could not confirm the report on premature band deployment. The device returned was sealed with all ligator components present. During our laboratory analysis, the 6 shooter saeed multi-band ligator (mbl) device was attached to an endoscope that was placed in a simulated gastrointestinal (gi) position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel, vacuum pulled, and each band was successfully fired. All bands deployed and constricted as intended on the simulated varices. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 3: our laboratory evaluation of the returned unused product could not confirm the report on premature band deployment. The device returned was sealed with all ligator components present. During our laboratory analysis, the 6 shooter saeed multi-band ligator (mbl) device was attached to an endoscope that was placed in a simulated gastrointestinal (gi) position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel, vacuum pulled, and each band was successfully fired. All bands deployed and constricted as intended on the simulated varices. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the molded string was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined through our evaluation of the returned products or the provided video. The user set up the device appropriately. The trigger cord on the device appears to be in the correct location between each band and the deployment beads are located correctly on the device. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator (mbl-6). They installed a mbl-6 for the treatment of esophageal varices and inserted the endoscope in the patient's mouth. When the mbl-6's second band was deployed, the band was holding the string (trigger cord) with the varix [trigger cord entrapment]. So, the whole procedure was stopped due to this complaint. An additional procedure using endoscopic scissors was needed to separate the trigger cord from holding the banded varix. A video was provided on 04/18/2018: the video shows a 6-shooter saeed multi-band ligator successfully deploying six (6) bands. The endoscope was then removed from the patient, a new 6 shooter seed multi-band ligator was placed on the tip of the endoscope, and then the endoscope placed back into the patient. Then, the first band of the new 6 shooter saeed multi-band ligator deployed on the varix. At that time, the trigger cord was entrapped with the band. The user then attempted attempt to release the trigger cord by releasing additional bands. The user was unable to release the trigger cord from the varix and the trigger cord was advanced into the esophagus of the patient. The video does not show the endoscopic scissors used to separate the trigger cord from the banded varix. The device was evaluated on 04/23/2018. The trigger cord was cut on the user end of the device.